Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The absorber panel micro switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit stopped mechanically ventilating during a case. The unit was not able to switch to manual ventilation when first requested and took several tries before ventilation was able to continue. The unit was swapped out and the case was completed. There was no report of patient injury.